Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure on (B)(6) 2022, the .014" guidewire was noted to have caused a dissection. The physician converted to a cea as a result of the event.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During a tcar procedure on 05/10/2022, the .014" guidewire was noted to have caused a dissection. The physician converted to a cea as a result of the event.